Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. The 2.75x38 xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, 2.5x18mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the exience expedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.